Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was a new pump user, and experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly, the contact suspected the cause to be due to the customer's pump settings needing adjustment. Fast acting carbohydrates was consumed and bg level elevated to 121 mg/dl. Recommendation was made to consult with healthcare provider regarding adjusting the pump settings.